Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the report of driveline disconnect alarms. According to the account, the alarms were related to the user error of intentionally disconnecting the driveline. The controller event log file contained data from 13:33:51 on (B)(6) 2021 through 05:07:55 on (B)(6) 2021, per the timestamps. From the beginning of the file until 18:03:07 on (B)(6) 2021 the pump appeared to be operating as intended at the set speed with estimated flow ranging from 3.7-5.0 liters per minute. At 18:03:07, the driveline disconnect alarm activated and a subsequent pump stop was captured. The pump regained speed at the low speed limit at 18:03:19, after the driveline was reconnected. A second driveline disconnect and pump stoppage event was captured on the same date, at 18:03:49. The pump regained speed above the low speed limit at 18:04:05, after the driveline was reconnected. A third driveline disconnect and pump stoppage event was captured on the same date, at 21:34:02. The pump regained speed above the low speed limit at 21:34:18, after the driveline was reconnected. A fourth and final driveline disconnect and pump stoppage event was captured on the same date, at 21:45:57. The pump regained speed above the low speed limit at 21:47:18, after the driveline was reconnected. The pump appeared to function as intended at the set speed for the remaining duration of the log file with no other notable events captured. The account indicated that the driveline was disconnected because the patient wanted to be admitted. There was no adverse impact associated with the event and the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was explanted per patient wishes related to partial recovery on (B)(6) 2021. No additional information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the report of driveline disconnect alarms. According to the account, the alarms were related to the user intentionally disconnecting the driveline. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The controller event log file contained data from (B)(6) 2021 through (B)(6) 2021, per the timestamps. Four separate driveline disconnect events were captured on (B)(6) 2021. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The account indicated that it was unknown if the device would be returned and that there is no further information available. No product has been returned to date. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 2, "system operations", (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." This section also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7, "alarms and troubleshooting", outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5, ¿alarms and troubleshooting¿, contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review on (B)(6) 2021 and captured multiple series of driveline disconnects. The first series occurred between 6:03pm and 6:04pm. During this time the pump was off twice. The first for 12 seconds and second for 16 seconds. The second series occurred at 9:34pm with the pump being off for 16 seconds. The third series occurred at 9:45 pm with the pump being off for 80 seconds. There was no adverse patient impact associated with the pump stop and the patient was stable. These disconnects appeared to be done manually. The log files also captured several low power advisories due to normal battery depletion. These alarms occurred prior to and during the first driveline disconnect.